Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm.unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm.successfully downloaded pump traces and history file using thump.unable to upload pump to carelink due to critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 20-apr-2024, critical pump error (open book image) alarm and pump error 35 alarm were noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 20-apr-2024 listed on smartsolve due to insufficient data in the trace/history files. Please see below for pump errors/alarms noted 1 week prior to the event date 20-apr-2024 in the formatted history file/diagnostic trace file. Sgcalibrationerror (776) was recorded and found in the formatted history file on: 04/15/2024 02:33:20.000. Lostsensor1alert (780) was recorded and found in the formatted history file on: 04/20/2024 11:24:00.000. 04/20/2024 15:05:00.000. 04/20/2024 20:22:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: 04/20/2024 15:21:00.000. Unable to test for sg calibration error and lost sensor alert due to critical pump error (open book image) alarm. Sg calibration error and lost sensor alert were unknown. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file/detailed trace file on 04/20/2024 17:43:01.000 and 04/20/2024 17:53:00.000. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file/detailed trace file due to slight corrosion on the pcba 1, pcba 2 and force sensor. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs/dka. Unable to perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to slight corrosion on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis treated with hospitalization: overnight stay. The event involved product(s) mmt-1884l, mmt-332a, mmt-381a. Troubleshooting was performed for critical pump error/open book image, high bgs/under delivery. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-381a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.